Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient went to charge their ins and saw an informational power on reset (por) message on the recharger screen. The patient stated that they had been around security gates, but wasn't sure what else. The patient was having issues charging the ins, but it was clarified with the patient that the issues didn't have anything to do with the devices, it was an issue with their patience for charging. The patient was assisted with clearing the por with the patient programmer. The issue resolved. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient's program got knocked out and the issue had resolved. No symptoms were reported.